Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.this case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 54 mg/dl, 71 mg/dl, 117 mg/dl, and 55 mg/dl. Readings occurred with two different vials of test strips. Customer is not sure which vials were used with each set of results. No adverse event reported. Return of the suspect device was requested for evaluation.